Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was in the intensive care unit and would not be released until next week. The customer stated their hospitalization was not diabetes related and did not have anything to do with the insulin pump. The customer also stated they were involved in an accident, causing their hospitalization. Customer's blood glucose was unknown. No additional information provided.